Manufacturer narrative:
One 4.0 mm stonecutter acromionizer burr was returned for evaluation. Visual inspection did not identify any evidence of debridement on the inner burr or outer sheath. Functional inspection was performed and the inner blade rotated freely within the outer sheath, no friction was felt in the unloaded condition. Reported metal shedding could not be confirmed. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that metal shavings came off the burr and into the joint. No patient injury took place. It was that the particulate was removed. A back-up device was available. A fifteen minute delay and no patient injuries were reported.